Manufacturer narrative:
It was reported that two (2) 3000ml exactamix eva tpn bags had leaked from the infusion port. Two (2) bags were received for evaluation. Visual inspection revealed a small slit/cut in the bags along the top right side. Visual inspection did not reveal any issues with the infusion port. Functional testing was performed by filling the bags with water. After 72 hours, no leaks were identified from any of the ports. The reported leak from the port issue was not verified; however, the slit in the bags would lead to a leak. The cause of the slit in the bags was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag had leaked from the infusion port. This event occurred before use of the device. There was no patient involvement. No additional information is available.